Event description:
It was reported that the patient went to the hospital ¿last night¿ with underdose symptoms and exacerbation of pain. Although it was also reported that the patient experienced no symptoms or complications related to this event. Premature battery depletion was alleged with the telemetry indicating the battery reset message and the pump in safe state/safety mode. However, it was also report that there was not a pump reset, no low battery or watchdog reset, and the pump¿s safe rate did not occur during updating the pump but did occur while a flex bolus was in use. No electromagnetic interference was related to this event. The elective replacement indicator (eri) was noted as nine months. This required hospitalization. No diagnostic testing or troubleshooting was performed. The issue was reported as resolved but the cause not determined. The planned explant date was reported as approximate as (B)(6) 2015. It was later reported that the pump was revised successfully on (B)(6) 2015. At the time of the report the patient's status was reported as alive-no injury. The patient returned home the next day and was currently reported as ¿fine.¿ this device system delivered clonidine. Additional information was requested to clarify the conflicting reset information. It was further provided that the pump arrived with batteries depleted and when questioned was in ¿drp¿ with 8 months. As reported, it seem that the battery depletion and reset were unrelated. No other message was seen. The were reported to have been sent but were not received. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).